Event description:
Vent started alarming low o2. Was reading 30% with 40% dialed in. O2 calibration was done with pt disconnected and being bagged. It said it passed and was put back on pt. It then alarmed high o2 and was reading 70% on 40%. Pt again was bagged while vent was callibrated again. Again, it said it passed but continued to read 70%. O2 was turned up to 100% and it went up to 100%. It was then turned to 70% but stayed at 92% to 98%. The vent was pulled and replaced with a new 760. Follow up: vent repaired-replaced o2 cell, tested o.k., and placed back to service.